Event description:
The customer stated that the centrifuge on the accelerator aps powered off and a wisp of smoke was noted coming from the side of the centrifuge. Abbott field service evaluated the centrifuge and indicated that the main power board had burned out. The power board was replaced, returning the centrifuge to operational. There was no injury to the instrument operator or impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.